Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heart rate is not matching the pulse. No patient or customer harm was reported but medication was given.